Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a single user failed to log in to the pyxis with an "unable to authenticate" error. The customer reported that only one user was experiencing access issues with the pyxis, and the user had been recently rehired. However, there were no delays or adverse events or injuries reported based on this event.